Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump errors noted in the formatted history, long trace file, or during testing. Insulin pump tested okay. Insulin pump was received with scratched case, stained keypad overlay, cracked select button keypad overlay, faded serial number label, cracked retainer, texture damage on keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they have received multiple pump error alarms and that the pump asked for a set and reservoir change. Their blood glucose is unknown. The customer was assisted with trying to rewind the pump but the pump alarms with another pump error and a battery error. They performed a self-test but the pump alarmed with another pump error. They were advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not being returned for analysis.